Manufacturer narrative:
Findings: unit was received with motor error alarm during occlusion test due to faulty fsr (gold). Motor passed motor test. Unit was programmed with test glucose meter and communicated properly. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating the insulin pump alarm motor error during basal. Customer's blood glucose was unknown mg/dl. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.